Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer cannot read the date. Customer stated that insulin pump had repeated motor errors and were able to rewound the insulin pump. The drive support cap appeared to be normal. Customer stated that insulin pump was exposed to high magnetic field to the x-ray. Customer also reported for past error alarm and battery pout limit. Customer declined troubleshooting for those errors. Customer also stated that the dome sticker fell off from the bottom case. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected a21 alarm anomalies noted. No unexpected missing segment or partial display anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.